Event description:
In or, physician reported bellows would not inflate when switching from bag mode to ventilation mode. Pop-off valve under bellows was not properly seated. Biomedical engineering was called, the pop-off valve was seated, and the case resumed.the pop-off valve had been removed and replaced by biomedical engineering during troubleshooting a breathing system leak.